Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion and connecting the intra-aortic balloon (iab) to the cs300 intra-aortic balloon pump (iabp), the message optical sensor failure was displayed and the arterial pressure waveform was not displayed. The iab was replaced to start therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). Type of investigation code updated. Device available for eval? Updated from "yes" to "no". Event site address, city added. Event site phone number added. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.